Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign objects in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Confirmed foreign material adherence/ clogging at the distal end. However, it is like that reprocessing was not conducted properly due to leakage from scope connector cover unit. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: bf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.